Manufacturer narrative:
A visual inspection of the device shows the anchor is free from the inserter but remains attached to the stay suture. The inner shaft is bent in two directions. The anchor is broken at its proximal end. The inner grub screw of the anchor is broken and a portion remains on the inner shaft of the inserter. The condition of the device is consistent with off axis insertion. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported the anchor was loose on inserter despite retention suture being in place. The surgeon tried to insert it into bone hole but detached from inserter. No patient injury or other complications were reported.